Event description:
It was reported by the customer, there is a hole in the catheter, above the wing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter tubing, just distal to the molded joint. Use residue was observed on the sample in the returned photograph. No details of the fracture surfaces could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, there is a hole in the catheter, above the wing. No other information was provided. Additional information received 07/18/2024: there was no interruption in treatment; treatment was planned to end on (B)(6) 2024. There was no additional medical intervention necessary. Catheter secured with picc0220ce.